Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported stent migration could not be determined; however, the subsequent unexpected medical intervention (additional therapy/non-surgical treatment) and device embedded in tissue or plaque appear to be related to the operational context of the procedure. Factors that may contribute to stent migration include, but are not limited to, patient anatomical morphology, patient disease state, non-uniform or partial stent apposition or under-sizing of the vessel. In this case, it is possible the device may have interacted with the 85% stenosed lesion during stent positioning/deployment, causing the reported stent migration; however, based on the information provided and without the device to examine, a definitive cause for the reported stent migration cannot be determined. The stent was embedded inside the patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9 correction: device available for evaluation updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left vertebral artery that is 85% stenosed. The 4.0x18mm herculink was advanced over an unspecified .014 guide wire; however, once the herculink was deployed the stent migrated to common interosseous artery and was embedded. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.